Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump an unresponsive keypad. Customer had initially called in requesting training his insulin pump and stated that the buttons were hard to push. Customer declined to troubleshoot for the unresponsive buttons.